Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "heating." The device was tested prior to surgery. There were no injuries or medical intervention reported. There was no additional information provided.